Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was displaying service code 204 (belt/monitor unusable) and failed incoming functional testing. As received, the belt receptacle was pulled from the monitor case and was disconnected from the j1001 connector on the computer / analog (ca) board. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse events occurred as a result of the damaged monitor.

Event description:
A us distributor reported that a patient's monitor belt receptacle was damaged.